Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacture report number 2032227-2015-02645.

Event description:
It was reported the needle came of the sensor and had two sensors were the needle retracted before they could event attempt inserting it. Customer's blood glucose was unknown. No further information reported.